Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 52 mg/dl at the time of the incident. Customer stated that his insulin pump in the middle of the night stopped communicating with the transmitter. Customer declined troubleshoot for low blood glucose. The pump will be returned for analysis.